Event description:
On october 12, 1998, safeskin corp rec'd the following info from a lawsuit. Plaintiff's claim alleges the following: "permanent" latex sensitivity/type 1 with symptoms including upper respiratory infections, dizziness, rhinoconjunctivitis and blepharitis (inflammation of the eyelids). Plaintiff also claims exposure to only powder-free products manufactured by safeskin and several powdered products from several other MFR's from july 1992 through the present and was tested positive to latex allergy on february 5, 1996.